Manufacturer narrative:
This supplemental report is being submitted for additional information provided by the customer. The following fields have been updated: b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information was provided by the customer on 21sep2021. The six scopes reprocessed with the expired acecide and then used in procedures were olympus evis exera iii gastrointestinal videoscopes (gif-hq190). All of the scopes were used for esophagogastroduodenoscopies. No issues have been reported by any of the patients. There are a total of 7 complaints related to this event: patient identifier (B)(6) reports the use of the oer-pro with expired acecide. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #1. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #2. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #3. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #4. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #5. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #6.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported an endoscope reprocessor was used with expired acecide. The customer reported this occurred because they forgot to replace the liquid chemical germicide (lcg) on the required date. The customer did not replace the lcg until after six days of use. The customer reported that a total of six cycles were run on the device for six different patients requiring procedures using scopes. The facility checked the efficacy between each case and the efficacy passed on all six cycles. The customer reported all six patients were notified that this occurred and to report any experienced adverse events. There have been no adverse events or infections reported by the patients. Additional information regarding the scopes and patient procedures has been requested but not yet received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event occurred because the user forgot to replace acecide. This issue is addressed in the instructions for use (IFU): "oer-pro operation manual : 6.4 setting the disinfectant solution counter ·note on the disinfectant solution counter function. Acecide-c product overview: ·reuse period up to 5 days". Olympus will continue to monitor the field performance of this device.